Event description:
It was reported that the user paired a new freestyle libre 3 plus sensor to the libre app and asked how to connect it to the ilet pump; they were informed that the sensor could not be connected to the pump without obtaining a compatible replacement, indicating the sensor was in use by another device and the cgm was not paired with the pump. Symptoms included no adverse clinical effects. Outcomes included no impact to health. Investigation included troubleshooting and education regarding cgm pairing and device compatibility. Investigation of this case revealed that the cgm pairing issue resulted from the sensor being claimed by the phone application, preventing integration with the pump. It was concluded, based on established findings for similar reports, that user setup and device compatibility led to the pairing failure.